Event description:
It was reported that an ilet user experienced loss of dexcom g7 cgm signal to the ilet after a period of normal readings, leading to unsuccessful pairing despite device restart and cgm source toggling; the user was advised to start a new g7 sensor and to contact the cgm manufacturer for replacement. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data to the ilet. Investigation included user-assisted troubleshooting steps, including ilet reboot and cgm configuration changes, followed by initiation of a new sensor. Investigation of this case revealed a cgm communication or pairing failure affecting data transmission to the ilet, with no malfunction of ilet insulin delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the ilet and attributable to cgm signal loss or sensor/pairing performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.